Manufacturer narrative:
Evaluation summary; the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Although requested, the surgeon was unable to provide additional information. (B)(4).

Event description:
A surgeon reported a patient who sees horizontal lines at the location of his toric lens axis, yet his lens is at the correct axis. The patient sees a line that corresponds to the nine degree axis when in light, only in the right eye. Striae in the capsular bag that coincide with the visual axis have been ruled out by the surgeon as a potential cause. The surgeon does not know the cause of the event. Additional information was requested from the surgeon; however she was unable to provide further details.